Manufacturer narrative:
Manufacturing review:the lot met all release criteria. Manufacturing records were reviewed (DHR, mrr¿s, scrap and mfg. Process changes) and there were not found evidence that the failure mode reported in this complaint is caused by the mfg. Process. Investigation summary: one opened and re-sealed powerport isp MRI 6f chronw/os kit tray was returned for evaluation. Visual and functional evaluations were performed. The investigation is inconclusive for a missing introducer needle, as the kit was returned opened, with a needle inside. It is unknown if this needle was from the second kit used to complete the procedure, or if the complainant was referring to another needle. Although this complaint could not be confirmed and therefore a definitive root cause could not be determined, mispackaging or misplacement of the needle after opening could have potentially caused or contributed to the reported event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. (Expiry date: 04/2020).

Event description:
It was reported that the introducer needle was allegedly missing in the port package and another kit was unpacked to complete the procedure. There was no reported patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 04/2020).

Event description:
It was reported that the introducer needle was missing in the port package and another kit was unpacked to complete the procedure. There was no reported patient contact.